Event description:
It was reported that the black tip cover of the endowrist prograsp instrument cracked and nothing fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not find any cracks on the instrument, however, engineering observed a few deep scratches with material removed on the distal end of the main tube. The damage could be what the customer referred to as the "cracked" black tip cover. The scratches are short in length and not aligned with the tube axis, suggesting that they may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.